Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the concerto coil was returned for analysis still attached to the pushwire. There was no instant detacher returned with the device. The actuator interface was securely attached to the coupler tube. A bend was found on the pushwire from the proximal end. A kink was found on the positive load indicator. The break indicator was found intact. There are no indications of any mechanical or manual detachment attempts at these locations. The implant coil was found still attached to the pushewire within the introducer sheath. The coin was found to be present and pushed up against the lumen stop; with the shield coil present and intact. Due to the damage to the proximal end of the pusher, an instant detacher could not be used to detach the concerto implant coil. A manual detachment attempt was performed by breaking the break indicator and pulling back the release wire. The implant coil was successfully detached with no issue. No other anomalies were observed. Based on the analysis performed, the customer report of ¿non-detachment¿ could not be confirmed. The failure could not be replicated as the implant coil was successfully detached with no issues. There was no evidence that any detachment was attempted. Based on the returned device, the pushwire was found bent and kinked, indicative of either high tortuosity, advancing the device against resistance or damage during return shipping to medtronic for analysis. There was no malfunction of the device or non-conformance to specification identified that led to the non-detachment. Since the instant detacher was not returned, any contribution of the instant detacher to the non-detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the concerto coil did not detach during the procedure. No additional information was provided at the time of the report, and there was no patient harm.